Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer followed the two hbg rule. It was indicated that the md believes that the cause of the event was pump related. The programming and histories were accurate. Troubleshooting was performed and the pump passed the prime test. It was stated that the customer received an alarm. It was conveyed that the pump tested ok and instructed the customer to change out entire set.